Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log related to the battery being depleted. Review of the log confirmed upon power up with battery only, the device recommended a calibration. The battery log confirms the battery is out of calibration, suggesting the customer may not be reconditioning as expected. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days. No trend is associated with reports of this type.